Event description:
During the procedure, the patient was administered IV sedation, pain medication, and general anesthesia. A total of eleven treatments were delivered and no device observations or adverse events occurred during the procedure. It was reported that the same day post procedure, the patient experienced penis sore. The patient symptom resolved without action taken, and the patient was discharged with an indwelling catheter, which was removed seven days post the index procedure. The investigator assessment for the patient symptom of penis sore in relationship to the device was assessed as possibly related and probable related to the procedure.